Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was initially treated with an impella cp and extracorporeal membrane oxygenation (emco) and then escalated to an impella 5.5 device. After approximately 11 days on support, the patient experienced a right-sided stroke which was confirmed on computed tomography scan. The patient had various bouts of bleeding and anticoagulation was held. The plan was to bring the patient back to the operating room later in the day for removal of venoarterial ECMO. However, the family decided to pull support over the weekend, and the patient expired two days later on a sunday.

Manufacturer narrative:
The investigation of stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.